Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was not responding as expected to the customer's selections. There was no reported impact to customer¿s blood glucose level. The customer continued to use current pump for insulin therapy.